Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced low blood glucose (bg) levels between 50-70 (mg/dl). Customer consumes glucose tablets, food and juice to treat bg levels. Reportedly, customer is in contact with their health care provider (hcp) and adjustments are being made to the pump settings. Recommendation was made to continue to consult with their hcp regarding diabetes management.